Event description:
It was reported by a veterinarian that a dog returned on (B)(6) 2013, with a wound dehiscence. The vet reports that the sutures broke post operatively.

Manufacturer narrative:
(B)(4). Conclusion code 78: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. The actual device batch number associated with this event is not known. The vet reports the following possible batch numbers: batch blz576, mfg date: 10/01/2009, exp date: 07/31/2014. Batch bkz897, mfg date: 09/01/2009, exp date: 07/31/2014.

Manufacturer narrative:
Date sent to the FDA: 11/7/2013.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.